Event description:
In the last couple of weeks, we have noted several faulty bd insyte auto guard bc 20 ga x 1.16 inch shielded IV catheter with blood control technology. The needle does not retract when the safety button is pushed resulting in nurses having to place the IV catheter with the needle not retracted into a sharp container. The needle will not retract into the safety housing when the safety button is pushed, however the needle will retract if you pull back a little on the needle before depressing the safety, button or try to recap the needle. On some occasions it has been noted that the retracted needle then sticks out a little bit from the safety housing. This has occurred only with ref 382534, lot 4299128, exp 09/30/2027. We have pulled all of this lot number from our stock and notified bd for replacement. So far, no needlesticks have been reported that are directly related to this issue.